Event description:
Same case as MFR report #6000089-2007-01543 and #6000089-2007-01544. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal difficulties occurred with 3 taxus express2 drug eluting stents (des). In procedure notes received, a non-bsc guidewire was placed to the distal left anterior descending artery (lad). The physician unsuccessfully attempted to advance an unknown type of stent to the mid to distal lad. The vessel was predilated at 2 spots with a 2.5x20mm maverick balloon at 6 to 10 atmospheres (atms). A 2.75x28mm taxus express2 des was deployed. The physician encountered difficulties in removing the balloon. He placed the balloon in "neutral pressure and then reinflated it slightly to 6 atms" and was "eventually" able to pull the balloon out and "sucked" the unknown type "guide significantly into the left main and lad". A second non-bsc guidewire was placed into the diagonal (diag) artery. The physician attempted "kissing balloons" with 2.5x12mm and 2.75x9mm maverick balloons in the diag and lad. The balloons were inflated to 6 atms and then to 10 atms. The 2.5x12mm maverick balloon was then inflated in the diag across the ostium into the lad at 16 atms. A 2.5x12mm taxus express2 des was deployed at the ostium of the diag. The physician encountered similar removal difficulties but was "eventually" able to remove the balloon. A 3.5x12mm taxus express2 des was placed across the diag branch in the lad and inflated at 20 atms after the wire in the diagonal had been removed. The physician once again performed "kissing balloons" with "a 2.5 and 2.75 balloon" at 8 and 12 atms with an "excellent result". The physician was unable to treat the lesions noted in the om as several attempts to pass non-bsc guidewires, and unknown types of "short and long traverse" and an unknown type of "directional catheter" were unsuccessful. There were no patient complications reported with the patient's current condition listed as "satisfactory".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.